Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, the patient reported feeling pain in the back when increasing the amplitude on the device and being unable to feel the stimulation. When the amplitude ID decreased, the patient stated that the pain dissipates. On (B)(6) 2010, the lead was explanted and replaced. The patient now receives satisfactory stimulation.

Manufacturer narrative:
Eval codes: results - the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The lead was visually inspected and found to be kinked, no other anomalies were noted. The lead was subjected to functional testing and passed the continuity test. All channels measured less than 4 ohms. Stress testing did not reveal any failures. Conclusion - the cause of the reported event could not be determined. The lead passed all functional test. There is no current method to test for patient discomfort. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.